Event description:
It was reported that during a surgical procedure to stabilize a c2 cervical fracture at the user facility, the surgeon had to restart the device and the procedure multiple times due to the surface mapping not working properly with the spine software. It was reported that the surgeon estimated that this caused a two hour delay to the procedure. It was reported that the procedure was completed successfully with the use of navigation. No medical intervention and no adverse consequences were alleged with this event. There was no report of the patient receiving additional anesthesia due to the reported delay. It was reported that the surgeon was able to get an accurate point to point registration but was unable to improve the accuracy using surface mapping.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure to stabilize a c2 cervical fracture at the user facility, the surgeon had to restart the device and the procedure multiple times due to the surface mapping not working properly with the spine software. It was reported that the surgeon estimated that this caused a two hour delay to the procedure. It was reported that the procedure was completed successfully with the use of navigation. No medical intervention and no adverse consequences were alleged with this event. There was no report of the patient receiving additional anesthesia due to the reported delay. It was reported that the surgeon was able to get an accurate point to point registration but was unable to improve the accuracy using surface mapping.

Manufacturer narrative:
During onsite investigation and the evaluation of the patient files for the reported surgical procedure, the reported event could not be confirmed. Based on the review of the patient files provided for investigation it is possible that either vertebra movement or tracker movement between patient registration and surface matching led to the impression that surface matching did not work. The comparison of the points of the different surface matching attempts indicated that the position of the patient¿s spine changed during surface matching. It is also possible that the fact that the surgeon registered several vertebras and/or not the vertebra that was used for navigation during surface matching contributed to the reported failure.